Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient presented with following pre-operative diagnosis: degenerative disk disease, l3-4. For which he underwent following procedures: left retroperitoneal dissection for exposure of l3-4 for diskectomy and placement of anterior cage with rhbmp-2. On (B)(6) 2010, patient presented with following pre-operative diagnosis: lumbar stenosis, lumbar radiculopathy, instability, adjacent level disease l3-l4 above previous fusion. For which he underwent following procedures: anterior retroperitoneal approach for fusion l3-4. Anterior interbody fusion l 3-4. Placement of a medium peek novell cage for fusion. Use of rhbmp-2 with cage. C-ram fluoroscopy. As per op- notes ¿surgeons removed the disk at l3-4. Trials were performed and a medium size had the appropriate fit. The real cage was then filled with rhbmp-2 and impacted into the disk space under c-arm guidance. There was excellent fixation and countersinking.¿ patient tolerated the overall procedure without any complications. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.